Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. The pump was received with scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. The numbers does not ramp up on its own or scroll bar moving with no input. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the buttons were sticking and not working. The customer stated that they had to press the button several times before it works. The customer will be sent a replacement pump. The customer will return the pump for analysis.